Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a couple weeks of implant, the right ventricular (rv) lead exhibited rising thresholds, and one beat exhibited a loss of capture. Additionally, the lead exhibited different threshold measurements depending on the programmed device mode. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.